Event description:
Procedure: radial coronary procedure. At the primary coronary angioplasty, the emergency case patient was brought to the facility by ambulance. The patient had the procedure in 2007. At the follow-up clinic appointment in 2008, it was noted that the patient had granuloma type reaction at the puncture site. We were advised that the patient is receiving non-steroidal anti-inflammatory medication.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist in our investigation. However, we are aware of the potential for occurrence and can advise that this product line is supplied with an instructions for use (t-kcfn1203) which states the following: "possible allergic reactions should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves has been reported with the use of this device." We will continue to monitor this product.